Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine in-clinic follow up one week post implant, this pacemaker and right ventricular lead exhibited increased pacing threshold measurements of 2.9 volts. The lead was programmed to unipolar configuration. Subsequently, during an in-clinic follow up three weeks later, rv capture in unipolar configuration was noted to be inadequate. The lead was programmed to bipolar configuration at which time, the lead safety switch was observed to have activated due to an unspecified out of range pacing impedance measurement. Additionally, the rv lead exhibited noise with patient isometrics. Ts discussed programming the lss feature off since unipolar pacing is not optimal for the patient. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.